Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and chest pain occurred. The eccentric target lesion was located in the non tortuous unprotected left main (lm) artery. A 4.00x12mm synergy¿ drug-eluting stent was deployed. However, the guide catheter hit the proximal end of the stent and that portion of the stent collapsed or tilted down. The patient complained of severe chest pain despite adequate blood flow through the lm, circumflex and left anterior descending artery. Because of the stent deformation, there was difficulty passing of the post dilatation balloon catheter. After several attempts, the balloon successfully passed and several inflations were made. The stent became more cylindrical despite still appearing slightly deformed. The procedure was completed. No further patient complications were reported and the patient's status was stable.